Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloon burst after 12 days, was placed on (B)(6) 2022, and failed on the 15th of december 2022. There was no patient harm reported. Additional information was received and stated that the balloon was burst with a clean tear and was leaking. There was no fragmented piece left inside the patient.

Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample have not yet been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One physical sample was received at the manufacturing site for investigation. The sample was visually and functionally inspected, and the reported condition was confirmed. The affected component is produced by an external supplier. A supplier corrective action request (scar) has been issued to the supplier for further investigation and to address the reported condition. This complaint will be used for tracking and trending purposes.